Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found an internal insulation abrasion between 2.5cm to 3.5cm from the proximal end of the rv shock coil. An external insulation abrasion was observed between 26.7cm to 27.7cm from the proximal end of the rv shock coil, consistent with lead friction to ICD can. The etfe coating was intact at these locations. The lead exhibited normal continuity measurements. No lead fracture found.

Event description:
It was reported that high impedance was observed. Lead fracture suspected. The lead was capped and a portion was returned for analysis.